Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The customer's blood glucose was not available. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted for a loose drive support disk. The insulin pump had minor scratches on the display window, a scratched case, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.